Event description:
As reported by the sales rep per the user facility: needle snapped at hub during use with one doctor. Additional information provided by the facility indicated the patient is fine and suffered no adverse sequela associated with the incident. The fractured needle was removed intact, without incident.

Manufacturer narrative:
The hub portion of the needle was returned for evaluation. The needle was observed to be fractured (snapped off) at the needle hub. The needle fragment could be seen inside the hub. The 25ga x 3 1/2" needle was not returned for evaluation. Incidents of this nature are generally due to the cannula encountering some type of trauma which stressed the part beyond its intended design capabilities. This maybe the case in this incident especially since the needle broke off at the hub. The sample and all available information has been forwarded to another country's manufacturer.